Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump emitted a no prime warning after loading the cartridge. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: there were no prime issues recorded in the black box and no data recorded for the date of the complaint due to being over written by continued use. A no cartridge detected during load step was observed. The 24 hour testing and bolus steps were prohibited due to alarming; the force sensor calibration reading was low. The pump was opened and removed from the case. The force sensor was removed and contamination on the force sensor was observed. The force sensor resistance reading was high at 76k ohms. Unrelated to the initial complaint, the display was observed to be faded and pink. All the buttons were observed to be intermittently unresponsive. There was no damage to the keypad observed. The keypad was removed and contamination under the button contacts was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.